Event description:
The complainant reported that during the therapeutic implant of a vaxcel implantable port in a pt (age and gender unk) the peel away sheath did not tear appropriately, and broke off at the tab into seven different pieces. The physician successfully removed the seven separated pieces from the pt with the aid of a surgical tool. No portion of the sheath remained in the pt. The complainant reported that the clinician obtained another sheath and successfully implanted the port in the pt. No sequellse was identified by the complainant as a result of the reported problem.